Event description:
It was reported that a distributor complaint involved a pump with missing piston bellows and seal issues. There was no information provided on any adverse impact to the customer¿s blood glucose level. The pump functioned when connected to a computer, and a return of the device was arranged with a replacement pump supplied. Further investigations awaited the return of the pump for detailed inspection.